Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a heavily calcified lesion. Resistance was met advancing the balloon catheter over the command 18 st guide wire and it was noted the polymer cover of the distal end of the wire was almost ripped off. The guide wire was able to be removed with no portion of the guide wire left behind. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties appear to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.